Manufacturer narrative:
H3: logs were received and software analysis was completed. The logs captured that the site took 2 imaging system spins with auto re gistration on issue reported date. The logs indicated that the user used trajectory 1. 2 views but did not capture any abnormalities related to the instruments cad model missing in trajectory 1 view. The reported issue could not be reproduced in-house with demo scans. However, this issue is consistent with a known software issue. A software issue was confirmed. The reported event results from a software malfunction. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735740 (software version: 2.1.0) h3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation/imaging system. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, visual inspection, and a self-test. A software failure was identified and described as trajectory 1 view went black unexpectedly. The software was reloaded and trajectory 1 view was visible for the remainder of the case. There were no hardware parts replaced. After completion, it was confirmed that the system performed as intended. Codes b01, c10, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the trajectory 1 view would only show a dot where the instrument was supposed to be displayed, while trajectory 2 showed the instrument (universal drill guide). There were two windows displayed: trajectory 1 and trajectory 2. After the application was exited and restarted, and the universal drill guide and all other instruments were reverified, both trajectory 1 and trajectory 2 displayed the instruments on the screens. A clinical consultant (cc) confirmed this after going on site and testing the universal drill guide, and was unable to replicate the issue.